Event description:
The surgical laser. At the laser start the low power error is displayed. In service mode current is ok but power in 0.0129 w and no output from laser head.

Manufacturer narrative:
Broken output coupler mirror. Placed disseccand inside resonators to reduce humidity.